Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was damaged. The customer¿s blood glucose level was 185 g/dl. Customer reported that she took clip off and the bottom of insulin pump fell off. Customer was advised to follow their medically prescribed back up plan. The insulin pump will not be returned for analysis.